Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
It was reported that the ventilator's touchscreen was unresponsive. There was no patient involvement. The customer troubleshot with technical support, performed a touchscreen calibration and verified correct touchscreen response. The customer reported that a touchscreen calibration and touchscreen diagnostics addressed the reported issue. The unit was returned to use.